Manufacturer narrative:
The fenestrated bipolar forceps has been returned and evaluated by the failure analysis team. The instrument was found to have a broken distal clevis at the ears of the clevis. The broken piece measuring roughly 0.1875" vertically in sizes. No piece is missing. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis show damage which may indicate potential mishandling/misuse. The clevis pin was dislodged causing the jaws to appear misaligned. Additional observation related to customer reported complaint: the instrument was found to have a bipolar distal clevis pin dislodged and pushed between the jaws. This causes the tips to appear misaligned. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. The probable root cause is attributed to the manufacturing process. The instrument grip/clevis pin can become dislodged and sticking out due to improper swaging.

Event description:
It was reported during the da vinci assisted surgical procedure; fenestrated bipolar forceps instrument was defective. The customer reported event has no report of patient injury.